Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy procedure in 2009. During the procedure, the handpiece started to pulsate and would not cut. Another handpiece was used to continue the procedure with no adverse pt consequences.

Manufacturer narrative:
Date sent to the FDA: 05/05/2009. Blade does not cut. Conclusion - the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2009-00521 and medwatch 2210968-2009-00522. The same pt is represented in each medwatch.